Event description:
It was reported that during a robotic ecbd (exploration of the common bile duct) procedure, the surgeon used the device as a port for 10mm camera. He found there was air leakage after the first insertion of the device - robotic endoscope. The device started to leak continuously. There was a 15 liter/minute drop in pressure which affected the visibility of the surgeon because the abdominal wall was collapsing. They could not identify where the leak was coming from. There was no torque applied to the trocar and device. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.